Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: (B)(4) implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that when the physician opened the pocket he discovered that there was a potential performance issue with the right ventricular (rv) lead as the insulation was worn thin. The lead was capped and replaced. No patient complications have been reported as a result of this event.